Event description:
Information received from the field notes that atrial capture could not be confirmed and low sensing thresholds of 0.6 mv to 0.8 mv were observed. The physician elected to program the device to vvi and monitor the patient.